Manufacturer narrative:
(B)(6).

Event description:
It was reported that following an ablation procedure, two patients expired. One patient experienced intracranial hemorrhage, and a brain herniation ultimately leading to death on postoperative day two. The other patient experienced intracranial hemorrhage, and a brain herniation ultimately leading to death on postoperative day three. There were no further patient complications reported in relation to this event.